Event description:
It was reported the patient presented for normal device change out procedure. During procedure, externalized conductors on the right atrial lead were visualized via fluoroscopy. Right ventricular lead was suspected of lead malfunction. Both leads were explanted and the right ventricular lead was replaced with competitor lead. The patient was stable throughout the event.

Manufacturer narrative:
The reported event of ¿externalized conductors¿ was not confirmed. A partial lead was returned for analysis in two pieces with connector portion (a) measuring 5.4 cm and the distal portion (b) measuring 39.7 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Correction - (adverse event) was checked in error in initial report and should not have been checked as the issue was noted during procedure. It is corrected in this follow up report.

Event description:
New information received states that the physician suspected that the right ventricular lead was damaged during the extraction of the right atrial lead. Hence the right ventricular (rv) lead was explanted as a consequence of the extraction procedure.